Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was cleaned and reinstalled to resolve the issue.

Event description:
It was reported that there was an error resulting in an inability to switch ventilation modes as expected. There was no patient involvement reported.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).